Manufacturer narrative:
We checked the returned unit and confirmed that the light emitting diode (led) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the light emitting diode (led). In addition, we confirmed that the cmos-m with drive pcb fluid damage, the lg cable connector fluid damage, and the lg cable connector corroded; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Light emitting diode (led) failure.